Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a disconnection from the transfer set, specified as "fell off" which resulted in cloudy bag. The patient reported they "probably did not tighten like they were supposed to". It was not reported if the patient was hospitalized for the event. The patient was administered prophylactic antibiotics for the event. At the time of this report, the patient outcome was not reported. Action with pd therapy was not reported. No additional information is available.